Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0209623630 explanted: (B)(6) 2021 product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via the manufacturer representative reporting that the lead was explanted and replaced on (B)(6) 2021, the delay was due to covid. The implantable neurostimulator (ins) was also replaced at this time because during the fall it had been overdischarged one time too many. The cause of ins overdischarges was the patient neglected to charge. The cause of the high impedances were still unknown. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0209623630, product type: lead. Product ID: 977a275, serial/lot #: (B)(4), ubd: 14-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that there was a patient where all poles had values of more than 10,000 ohms. They were planning a revision of the electrode as soon as they have access to surgery days. Patient is waiting for an MRI examination of a shoulder. Additional information received reported that there was increased pain. It was reported that the patient had done 18 mr procedures and according to a nurse, nothing else could be related. The lead was last revised in (B)(6) 2017 and there was no date yet for a planned explant/revision. The cause of the high impedance still remains unknown and the issue still remains unknown as the lead would be replaced but no date was set.

Manufacturer narrative:
H2. Please note, cods b21 and c21 no longer apply to this event. H3. The returned device (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins was received with no telemetry and no output. Telemetry was restored after one physician mode recharge. After fully recharging the ins, it passed bench functional testing. An impedance test was performed and normal impedance was observed. According to the mdt data report, the ins has experienced four overdischarges. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. The returned lead (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment determined that continuity was complete and there were no electrical shorts between the circuits. H6. Code d12 applies to the ins and code d14 applies to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.